Manufacturer narrative:
Date of event estimated as (B)(6) 2023. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose device referenced in description of event or problem is filed under separate medwatch report number.

Event description:
Two sutures were received at abbott vascular. Analysis of the sutures noted the knot and loop were formed on both sutures. The sutures are attached to each other by the loop. On one suture the knot is fully advanced and tightened and the loop is loose on the other suture. Based on the observations, hemostasis could not have been achieved with these sutures. There was no information reported regarding these sutures. No additional information was provided.

Manufacturer narrative:
The closure system was not returned for analysis, only the suture was returned. The lot history record could not be reviewed and a query of the complaint handling database for the reported device could not be conducted because the part number and the lot number were not reported. In the absence of a specific failure mode or additional case details reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. It is possible, the suture of the second device was inserted through the loop of the pre-deployed suture of the first device during deployment. Additionally, when tightening of the knot for the first device was conducted, the suture may have released due to friable vessel, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.